Manufacturer narrative:
(B)(4). Evaluation: an empty winding former and a dispensed needle/suture combination were returned for analysis. During the visual inspection of needle/suture under magnification, slight marks on the body of the needle could be observed. The marks appear from use of surgical instruments. In addition, body fluids at some barbs were found. No defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition, the fixation feature breakage could not be determined. The failure observed corresponds to the reported complaint.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the surgery the fixation tab was broken. The surgeon commented no extra force was applied to the suture. Another suture was used for the patient. The lot number is unknown. There were no adverse patient consequences reported. No additional information was provided.